Event description:
Thirteen years ago pt had an osteonics cemented total hip replacement. The femoral neck of the stem was found to be broken. It was also reported that the cement mantle of both the acetabulum and femoral components remained intact. Pt was revised.